Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of experiencing low blood glucose of 20 mg/dl and treated with glucose tablets. The emergency medical service was called due to customer passing out on (B)(6) 2019. Customer refused going to the hospital. Due to this incident, customer inquired on the retainer ring recall. Insulin pump is expected to return for failure analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No damage on the end cap sticker or serial number label sticker noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.